Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power supply assembly and determined that the cause of the reported issue was process residue on a filter, designator fl4.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. It was also observed that the internal battery, which provides power to the device when disconnected from ac power, would not charge. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the unit would not complete the boot-up cycle.